Event description:
On 06/28/2022, it was reported by a sales representative via sems that a ar-6480 dw pump would randomly stop in an unknown case. The pump was switched out with another pump, and the case was completed with no patient effect.